Event description:
While troubleshooting for a check supply line alarm, a technical service representative (tsr) discovered that a home patient (hp) had disconnected a supply bag and attached a new one. This occurred during an unspecified fill cycle. The patient was connected at the time of the event. The tsr reviewed proper procedures with the hp and assisted the hp to end therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4).the device was not returned; therefore, a device analysis could not be completed. However, this is a report of a use error where the patient reused single use supplies. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. It warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. Also, it warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.